Manufacturer narrative:
(B)(4). Batch # n57c2c. Device evaluation: the analysis results showed that one ecr60g reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. In addition the cartridge was returned with 8 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy, the cartridge could not fire. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.